Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age, and weight were not provided.

Event description:
A pharmacist from canada called on behalf of the customer to report that the customer performed a control test with their contour next one meter, and obtained a reading of 4.0 mmol/l. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The pharmacist was advised to return the device for evaluation. A replacement meter kit was sent to the pharmacist.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Since the contour next control solution from lot # 9bv2b15 expired in jul-2020, an in-house contour next control solution from lot # 9bv2g49 was used to perform in-house testing with the in-house contour next one meter and in-house contour next test strips, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. The contour next test strips and contour next control solution were not returned. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution form lot # 0bv2g64, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.